Event description:
It was reported that the customer was experiencing issues with his low blood glucose levels for a few weeks. The customer's blood glucose at the time of the call was unknown. Troubleshooting was done for the customer's low blood glucose levels. Customer stated that the insulin pump's reading of insulin units in the reservoir was lower than how much there actually wass left in the reservoir. Advised customer that the reservoir was manipulated while connected to the insulin pump. Advised customer to monitor the insulin pump and call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.